Manufacturer narrative:
Per available info, this device was implanted on 6/14/96 and revised on 11/8/96. This event was reported as a "reposition of pump. Nothing removed/replaced" in a returned questionnaire, physician indicated following: 1) infection was not present, 2) this was not a replacement surgery, 3) "pump position to high in scrotum and kinking of tubing. Devie was repositioned without problems." Based on received info and because device was not removed. Qa concludes that this complaint was related to in-vivo device positioning and not related to device function.

Event description:
Per the info provided co by the physician's office, the device was revised due to "encapsulation". As reported to co, the "capsule was broken and the pump component was repositioned". The device nor any device component(s) were removed or replaced.